Event description:
It was reported that, "surgery scrub opened sterile package and noticed that neck of prosthesis was rubbing against the plastic container. Surgeon was concerned that some of the plastic particles may have become imbedded in the stem coating."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.